Manufacturer narrative:
With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multisystem organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use.

Event description:
It was reported from the site that while awaiting transfer to the floor on (B)(6) the patient developed sudden left ventricular assist device (lvad) low flows.  Patient had "spiral aggressive volume resuscitation intensive and ultimately had a cardiac arrest".  A stat surface echocardiogram demonstrated an anterior pericardial fluid collection.  Patient was then taken to the operating room (or) for emergent exploration.  Patient did require both open and close cardiopulmonary resuscitation (CPR) by the emergent initiation of cardiopulmonary bypass and evacuation of right atrium hematoma on (B)(6) 2017 in operating room.  Patient had placement of hemodialysis catheter and a-line in or. In the intraoperative findings there was not a clear explanation as to why this patient developed such profoundly low flows before going to the or.  Intraoperatively the patient was found to have a previously unrecognized patent foramen ovale (pfo) which was closed on (B)(6) 2017.  Following completion of this procedure patient required massive volume resuscitation.  Patient was also found to have a distended abdomen and he underwent emergent exploratory laparotomy and was found to have liver lacerations and these were surgically repaired on (B)(6) 2017. Unfortunately, patient then developed acute respiratory distress syndrome (ards).  He had physical pelagic shock requiring high-dose vasopressors and the administration of methylene blue.  On (B)(6) 2017 patient had placement of right ventricular assist device rvad). Progress was made in terms of vasopressor reduction from (B)(6) and patient was extubated. On (B)(6) 2017, the patient was noted to have a change in right pupil (dilated with minimal reactivity to light).  Left pupil was normal.  Neurosurgery evaluated and intervention was not indicated at this point due to not causing mass effect.  Plan was for ongoing surveillance.  Unable to assess patient's neurological status due to other medical conditions and patient being intubated, sedated and paralyzed. Unfortunate, the patient was very difficult to oxygenate. It was stated that the patient's family requested withdrawal of support on (B)(6) 2017, stating patient would not have wanted to be kept alive for any period of time on mechanical/artificial support. Support was withdrawn and patient expired on (B)(6) 2017. It was stated the multi system organ failure (msof) was related to right heart failure, ards, acute kidney injury, hemorrhagic shock secondary to liver laceration. It was reported from the site that the pump would not be returned and gave no reason as to why. It was further stated that there would not be an autopsy done.  No additional information available.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information was received regarding the cause of death. Correction: b1 was corrected to adverse event & product problem. Correction d4: unique identifier (UDI) # was corrected from unknown to (B)(4). Correction h4: device mfg date was corrected from 31-oct-2016 to 31-oct-2015. Correction h6: FDA device code was corrected from a24 to a1412. Investigation of this event is pending and a supplemental report will be sent upon its completion. The cause of death was collected during a review of patient records with the healthcare facility. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the cause of death was due to anoxia secondary to cardiac perfusion. The cause of death was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported low flow event was not confirmed since log files covering the reported event are not available for analysis. Information received from the site revealed that the patient had spiral aggressive volume resuscitation intensive and ultimately had a cardiac arrest. A stat surface echocardiogram demonstrated an anterior pericardial fluid collection. The patient required both open and close cardiopulmonary resuscitation (CPR) by the emergent initiation of cardiopulmonary bypass and evacuation of right atrium hematoma. Additionally, the patient developed acute respiratory distress syndrome (ards). Later the patient had right ventricular assist device (rvad) implanted. Unable to assess patient¿s neurological status due to other medical conditions and patient being intubated, sedated and paralyzed. Unfortunate, the patient was very difficult to oxygenate. It was stated the multi system organ failure (msof) was related to right heart failure, ards, acute kidney injury, hemorrhagic shock secondary to liver laceration. Unfortunate, the patient was very difficult to oxyge nate. It was stated that the patient¿s family requested withdrawal of support. It was further reported that the cause of death was due to anoxia secondary to cardiac perfusion. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, right heart failure, respiratory failure, neurological dysfunction, hepatic dysfunction, multiple organ failure, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.